Event description:
While attempting to cardiovert a female patient the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the patient; however, the patient converted on her own. Thhere was no adverse effect to the patient due to the reported malfunction.